Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that he was taking medication for high blood pressure that caused his blood glucose to rise. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.